Event description:
The customer reported that they received questionable results for thirteen patient samples tested for creatinine jaffé (creatinine). The customer stated they hooked up a new water system, but the new water system blew a gasket and they had to go back to using their old system. After switching back to the old system and priming, the customer initially tested the patient samples for creatinine and noticed that they all recovered higher. All samples were sent to a sister site for final repeat testing. The customer did not provide information on the testing method used at the sister site. The final repeat results from the sister site were believed to be correct. Of the thirteen samples, the customer only provided results for two patient samples. The customer stated that one of the initial results was reported outside of the laboratory, but declined to provide information on which sample this was. The customer stated that the physician for this patient was notified immediately and no treatment was given based on the result. Sample one initially resulted as 2.0 mg/dl. It was repeated on the same instrument and resulted as 2.4 mg/dl. The sample was sent to a sister site where it resulted as 1.5 mg/dl. The 1.5 mg/dl value from the sister site was believed to be correct. Sample two from a male initially resulted as 2.3 mg/dl. It was repeated on the same instrument and resulted as 2.7 mg/dl. The sample was sent to a sister site where it resulted as 1.9 mg/dl. The 1.9 mg/dl value from the sister site was believed to be correct. The patients were not adversely affected by the event. The creatinine reagent lot was 65635101 with an expiration date of 10/31/2013. The field service representative could not determine a specific root cause for the event. The issue could not be duplicated. He suspects the issue to be related to the newly installed external water system and states that the system may not have been initialized properly. The customer initialized the water system and allowed it proper time to flush. The customer ran calibration and quality control and these were within customer specifications.

Manufacturer narrative:
It has been determined that the water delivery system had not been prepared well and most likely affected the calibration leading to wrong results. No adverse event was reported.